Event description:
Right hear failure did not exist pre -lvad implant and it is unknown if the cause was device related or not. The patient had chest pain, decreased urine output, lower extremity edema and fatigue. The embolism and rv failure was treated with veno arterial extracorporeal membrane oxygenation (va ECMO). Death was not considered to be device related and device operated as expected. The device will not be returned and log files are not available.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism, right heart failure, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired in the coronary care unit (ccu) due to acidosis, pulmonary embolism and right ventricular (rv) failure. Whether the outcome was device or therapy related was not provided by the customer. It was unknown whether an autopsy will be performed or whether the device will be explanted.